Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The external iliac arteries were reported to be small with moderate to severe calcification. Aneurysm morphology is unk. No problems were reported during the deployment of the device, but it was reported to be very difficult to cannulate the contralateral gate because of the pt's small external iliac arteries, requiring extended clamp time with possible limb ischemia. The pt was sent to the intensive care unit. The following morning, it was reported that the pt developed compartment syndrome of the right lower extremity and rhabdomyolysis. A fasciotomy was performed and the pt was placed on dialysis. The fasciotomy was later closed and the pt is no longer on dialysis. No add'l clinical sequelae were reported and the pt is reported to be fine.